Manufacturer narrative:
This case remains assessed as reportable to the FDA, as the events possible vascular complication (pt: vascular complication associated with device) and allergic reaction (pt: injection site hypersensitivity), were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine, lot number b00025890, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformance reports were noted related to this lot.

Event description:
This MDR is related to MDR (B)(4) referring to the same patient. Follow-up information was received on 3-jun-2024: the suspect product was recoded from belotero balance to belotero balance lidocaine. The batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00025890 (expiry date: 02/2025).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events possible vascular complication (pt: vascular complication associated with device) and allergic reaction (pt: injection site hypersensitivity), were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of belotero balance, lot number b00025890, is pending. A lot search was conducted on the reported lot and no other similar events were noted.

Event description:
This MDR is related to MDR 3013840437-2024-00053, referring to the same patient. This spontaneous report was received from a spanish physician and concerns a female patient. She was injected with belotero balance, into the marionette lines and mandibular angle (off label use of device). On the same occasion, the patient was injected with radiesse, into the marionette lines and mandibular angle. A hybrid technique with radiesse and belotero balance was used with one vial of each product, distributed in both halves of the face treating the lower third. After the belotero balance injection, the patient experienced a possible vascular complication. An in situ ultrasound was performed and a correct flow was observed. A few minutes later, the patient had the same contralateral reaction. At that time the physician applied emergency urbason and prescribed medication for the vascular complication. The physician injected 450 units of hyaluronidase. The patient recovered within 3 seconds (as reported). She was kept under observation on friday afternoon, and improvement was observed at the weekend, as reported. Due to the provided information, the outcome of the event was considered as resolving. Follow up information received on 15-may-2024: the events allergic reaction and stony and indurated reaction were added. The events compromised mobility of the area, tingling and oedema were considered to be a symptoms of possible vascular complication/allergic and therefore were not coded. The patients date of birth was provided (1968). Belotero balance was injected in to the pre jowl, piriform fossa, and lateral malar. Batch number for belotero balance was reported as b00025890. A lot search in the global safety database was conducted. Belotero balance was hybridised with radiesse and diluted with 0.5 ml lidocaine 2% (product preparation issue, intentional device misuse). Batch number for radiesse was reported as a00129030. The treatment areas were right pre-jowl (0.7 ml of the dilution), left pre-jowl (0.7 ml), piriform fossa (0.2 ml per side), lateral malar (0.5 ml per side). The patients medical history was reported as none. She had no allergies. At the end of the treatment, the left pre-jowl showed a stony and indurated reaction with compromised mobility of the area, tingling and oedema of the region. There was no pain at any time. The physician performed an ultrasound scan and observed a pattern similar to a snowstorm, with poorly defined limits, which made it difficult to discern the underlying anatomy. Doppler echocardiography showed the vascular bundle to be uninvolved. A few minutes later, the same reaction began on the contralateral side. Induction and symptoms were intermittent. Flow recovery after digital pressure less than 2 seconds. As a corrective treatment, the patient received 1ml saline solution, 450 units hyaluronidase and 80 mg urbason. The patient was under observation for 3 hours. The physician prescribed home medication prednisone 30mg (2-0-0) bilastin 20mg, aas 100 mg 1 per day and in 24 hours a follow up. The suspected diagnosis was an allergic reaction to hc or ah, lidocaine or any of its components (as reported). The outcome of the event possible vascular complication remained unchanged. The outcome of the events allergic reaction and stony and indurated reaction was unknown.